Event description:
New information noted the atrial lead had exhibited a failure to capture and sense. X-ray had confirmed the atrial lead dislodged. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial lead dislodged due to twiddler's syndrome. The atrial lead was explanted and replaced. The patient was in stable condition.